Event description:
A 4 x 4 opta pro balloon separated while being removed from the patient. The distal common iliac artery had been stented with a 7mm balloon expandable genesis stent, and the stent was dilated with a 4 x 4 opta pro balloon. The left femoral sheath was then removed; however, the opta pro balloon appeared to ¿break off¿. The physician removed the balloon with a snare, but it was felt that a portion of it may have broken off and remained intravascular. A left lower extremity arteriogram was performed, which demonstrated that the balloon tip catheter appeared to be extravascular, most likely in the subcutaneous tissue. The profunda femoris and superficial femoral arteries were patent. It was reported that the vessel was calcified, but the balloon did not snag on the calcification and the physician did not know why the balloon separated. The patient later had a vascular procedure, and it was noted that there was no obstruction related to the fragment that remained in the patient. It was reported that there was no negative consequence to the patient due to the balloon separation.

Manufacturer narrative:
It is anticipated that the product will be returned for analysis, but the device has not yet been returned.a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
While the balloon catheter was being removed from the patient, a portion of the balloon was reported to have separated. It was confirmed that the separated piece did not remain in the patient's vasculature and was thought to have lodged in the subcutaneous tissue. The balloon was used for post dilation of a stent placed in the iliac artery. There was no reported patient injury. The separated balloon failure reported by the costumer was confirmed. However the exact cause of the failure could not be determined. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review and sem analysis suggests that this kind of failure could be related to the assembly manufacturing process; therefore, no corrective action will be taken at this time. With the limited amount of information available and without films of the event, it is not possible to draw a clinical conclusion between the device and the event. A non sterile opta pro 4.0mm x 4cm, 80 cm was received coiled inside a bag. The catheter was returned with a piece of balloon, the rest of the balloon was detached at 1 cm from the proximal seal, but it was not included. No innerbody was noted in the catheter. No other anomaly was detected. A cross section was done in the proximal seal of the shaft to detect innerbody (ib) residues, after the cross section was done, it was noted residues of innerbody in the inside of the shaft; this is evidence that ib was fused to the shaft during proximal seal process. A scanning electron microscope was performed to the piece of the balloon received sealed with the shaft and exhibited no evidence of external or internal surface damage. This balloon failure exhibited no other surface anomalies that could have caused the rupture. The exact cause of the damage could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Also the proximal test (innerbody/shaft) passed the test. The separated balloon failure reported by the costumer was confirmed. However the exact cause of the failure could not be determined. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review and sem analysis suggests that this kind of failure could be related to the assembly manufacturing process; therefore, no corrective action will be taken at this time.